Manufacturer narrative:
Diopter: +12.50 se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found lens in four pieces. The optic and both haptics were torn. There was evidence of dry clear surgical residue on lens surface. Conclusions - user error caused or contributed to event: based on the complaint history, work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl +12.50 se/2.0 diopter silicone single piece lens with toric optic. The lens was inserted into the right eye. Once lens was inserted into the eye, the physician noticed two nicks on the lens. The lens was removed with no injury to the patient. Back up lens, same model and diopter size was implanted. Cause of lens nicks was operator error. No lot numbers were available for the cartridge and injector.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review, medical review results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review - reportedly, single piece silicone iol with toric optic was removed intraoperatively to address two marks("nicks") on the lens noted upon insertion. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was implanted successfully. No reported postoperative sequelae. According to the report from the facility manager, dated on 12/09/2015 the cause of the event was user related factor ("operator error"). (B)(4).